Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The button error alarm could not be verified due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated moisture could be seen inside of lcd screen but she did not recall how it got wet. Blood glucose value was 267 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.